Manufacturer narrative:
This event occurred in germany. Alber gmbh is filing this report because the device is also marketed and sold in the u.s. An initial examination of the returned device identified that an attached switch (speed stop/speed limit switch) had been bypassed and was in a permanently activated state. This condition resulted in the device operating at maximum speed regardless of the chair's position (sitting or standing). A full investigation remains ongoing. At this stage, it appears that the bypassed switch have been a contributing factor, as it allowed the end customer to travel at a speed higher than permitted.

Event description:
Allegedly the device stopped and the patient fell from the wheelchair. The patient sustained a right arm fracture.